Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically and visually examined and there was no damage or irregularities identified. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After a guidewire was advanced to cross the lesion, a 4.0mm x 150mm x 150cm, mr coyote¿ balloon catheter was advanced to dilate the lesion; however, after dilatation was performed successfully, a leak of blood occurred in the indeflator lumen. It was then suspected by the physician that the balloon ruptured. There were no further complications reported. The device was completely removed from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. After a guidewire was advanced to cross the lesion, a 4.0mm x 150mm x 150cm, mr coyote¿ balloon catheter was advanced to dilate the lesion; however, after dilatation was performed successfully, a leak of blood occurred in the indeflator lumen. It was then suspected by the physician that the balloon ruptured. There were no further complications reported. The device was completely removed from the patient's body.